Manufacturer narrative:
Cracks were found on the top and bottom housing of the device. The cause of the damage could not be conclusively determined. Corrosion was found on the pcb and internal components. Fluid entered the device through the cracks while the customer was swimming. The data could not be downloaded due to corrosion on the pcb. The batteries were found to have an insufficient charge. Corrosion was found on the top and sides of the battery. The energizer seal on the energizer battery was broken. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose values reached 350 mg/dl. The patient reported that the pod outer shell had a crack in it. For treatment, the parent gave a correction bolus of 0.8 units. The pod was removed and a new pod was activated.